Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. It was reported that they had damage on the screen. The customer reported that they cannot read and unable to read the numerical during the bolus. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Device received with minor scratches on display window noted.